Event description:
Patient was revised to address groin pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the head's provided product and lot combination since its release for distribution. Review of the device history record for the liner's provided product/lot combination revealed no related manufacturing deviations or anomalies. Requests for additional investigational inputs were made. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.